Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter did not blink on them and after removing sensor it missing electrode. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The device will not be returned for analysis.